Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: removal of titanium cage from right sacroiliac joint and repair of arthrodesis with bmp and bone graft. Excision of 3 lipomata from wound edges; for pre-op diagnosis of right buttock and low back pain, and post-op diagnosis of: retained titanium cage, multiple subcutaneous liponata. As per-op notes: "..bony surfaces were then decorticated, so that there was bleeding bone all around and fibrous tissue, such that we could identify was removed. Some chips which had been generated during removal of he cage were implanted before we placed two rolls of bmp containing bone graft above and below occupying the place where the cage was and the dorsal area proximal to it, which never fully healed in the beginning.. No complications were reported.."

Event description:
It was reported that the patient underwent a removal of titanium cage from right sacroiliac joint and repair of arthrodesis with bmp. Reportedly, on (B)(6) 2007, the patient underwent a right hip piriformis release, and an excision of bony prominences from both iliac crests. It was reported that post-operatively the patient suffered unanticipated bone growth, radiculitis, pain, and emotional distress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.